Event description:
The dental assistant reported that during a root canal procedure, the tips of two new dental files that were used, fractured inside the root's canal. The dentist noticed this when the files were removed. The pt was referred to an endodontist for the removal of the tips. The dental assistant confirmed the devices were thrown away and will not be returned for investigation.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.